Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block e1 & g2: country is japan. Block h3 & h6: the eagle eye platinum catheter was not returned for evaluation; thus, no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum catheter was used in a therapeutic peripheral procedure. During advancement to in-stent restenosis (isr), the catheter became stuck within the stent. To remove, the shaft was cut and a non-philips guideliner was used to release the catheter. Upon removal, a burr at the catheter guidewire exit port was observed. Fluoroscopy confirmed that no device remnants were left inside the patient. The procedure was completed with no patient injury reported. This adverse event and product problem is being submitted because the eagle eye platinum catheter was entrapped, and additional intervention was required to remove the device.

Manufacturer narrative:
Blocks d9 & h3: the eagle eye catheter was returned for evaluation. Block h3: the eagle eye catheter was returned without the proximal shaft, luer, connector, and connector cable. Visual inspection of the returned portion found a stretched guidewire exit port. This observation aligns with the reported complaint that the shaft was intentionally cut in order to remove from the patient, and upon removal, damage was noted at the guidewire exit port. Block h6: based on the complaint details, the catheter got caught on an existing stent. Per the IFU: use caution when re-advancing a catheter over a guide wire and into a stented vessel. Forceful advancement of the ivus catheter could cause entanglement between the catheter and the stent(s) resulting in entrapment of catheter/guide wire, catheter tip separation, and/or stent dislocation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.